Manufacturer narrative:
Device power up properly after battery installation. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. No button error alarm noted upon testing. Device received with no traces of moisture on electronic assemblies and motor assemblies. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and blank display. Customer stated insulin pump was not exposed to a change in altitude. Customer stated insert battery alarm did not display on the insulin pump screen. Customer stated contacts on the battery cap and spring were neither missing nor damaged. Customer stated that battery compartment was neither damaged nor corroded. Customer stated display did not return after insulin pump restart. Customer stated that insulin pump was exposed to moisture not dropped or bumped. No harm requiring medical intervention was reported.the insulin pump will be returned for analysis.